Event description:
I have the essure permanent birth, control. I have had it since (B)(6) 2011. I have noticed my menstrual cycle has been off and I have had pelvic pain more often than I ever had before. My pain is mainly on my left side.